Event description:
Procedure type; hepatectomy. According to the reporter: the customer reports that when surgeon was doing the hepatectomy, he used the multifire ta 30-v3 a first time on the hepatic vein without any problem, on the second application of the instrument on the portal vein to occlude it, he fired the instrument and transected the vein with a scalpel. He opened the instrument and noticed an important bleeding at the staple line. He had to hurry to get hemostasis by using a dexon 2/0 suture to stop the bleeding at the staple line. He estimates the blood lost to about 400ml. Pt needed two transfusion during the surgery. Pt doing very good, no clinical effects post op. The surgical time was extended by 20 minutes. The sample is being sent for evaluation.